Manufacturer narrative:
The event unit is not being returned for evaluation, and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Date of event: unknown procedure performed: robotic prostate. Event description: information provided by [account rep] via phone call on (B)(6) 2026: during a prostate surgery the sheath split inside the patient leading to leaked pneumoperitoneum. Information provided by [applied medical team member] via teams message on 09mar2026: hi [name]! An applied account rep, [name], has heard that there is a complaint regarding a cngl2 device at [user facility]. I was wondering if you have any information regarding this event? [Name]: I do not have any information regarding this event. I have been trying to follow up with the account regarding this, however I have not heard anything back information provided by [applied medical team member] via email on 25mar2026: the lot number is unknown as the device was not saved. The event date cannot be confirmed and it happened a few weeks ago. The procedure is a robotic prostate. A new gelpoint was opened and replaced the alexis to complete the procedure. The robotic trocar/camera and 10mm gelpoint sleeve were used along with the cngl2. The sheath separated from the outer ring. No instruments were used with the alexis during placement. There are no damages to the gelseal cap. There was no patient injury. Intervention: a new gelpoint was opened and replaced the alexis patient status: no clinical impact. The patient is fine.